Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The customer reported replacing the motor controller board and the issue was resolved.

Event description:
It was reported that the unit declared an error 1134 (blower stalled). There was no patient involvement. The event date was not specified; estimate used.